Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v254842, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient could feel her device moving and shifting. It was noted that this occurred a couple weeks after her fall. It was noted that the patient fell about one month prior to report. It was noted that the patient was at a car wash and one of the workers pressed a button and the equipment hit her head and she landed on her butt. It was noted that since then the device felt like it was shifting. Additional information requested but was not available as of the date of this report.